Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, d6a, g1, g2, h6.

Event description:
Patient reported, left-side, "implants are encapsulated, level 4, pain and discomfort", ¿implants seem to be moving around a lot more¿, "concern is making me realize how urgently I need them removed and replaced.¿ later, patient reported, "new lump like bubbles appear constantly", "massive lump jagging into my under arm" " implants being covered with ripples", " diagnosed with a brain tumour" (not device related) and rupture. The device has been explanted and replaced with a non-allergan device. Capsulectomy and re-augmentation performed.

Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Patient reported "implants are encapsulated, level 4, pain and discomfort", and ¿implants seem to be moving around a lot more¿. Device remains implanted. This relates to the left side.